Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the merlin transmitter did not power up after a storm. The power adaptor was noted to be burnt and damaged. The device would be replaced. No further information is available.

Manufacturer narrative:
Correction - device manufacture date should have been reported as 03/15/2013.